Manufacturer narrative:
Correction to the initial MDR in blocks b2, b5, and h6. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7253810.

Event description:
It was reported that patient experience excruciating pain in legs. It was noted that patient had a subdural hematoma. The patient went home after the trial procedure and felt weakness in her legs and fell, which required emergency medical services to help her off the floor. The patient then went to the emergency room. The patient underwent a trial lead removal and had a surgical procedure to alleviate the cord compression. It was noted that physician believe that the cause of the hematoma may have had a lot to do with the patient comorbidities and not related to the device or procedure beyond the needle entry into the epidural space. The patient was stable in the hospital and under observation.

Manufacturer narrative:
Correction to the initial emdr in blocks b2, b5, f10 and h6. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7253810 UDI (B)(4).

Event description:
Several hours after the spinal cord stimulation (scs) trial procedure, the patient experienced excruciating bilateral leg pain and weakness, resulting in a fall. The patient required assistance from emergency medical services and was transported to the emergency room (ER) for evaluation. Imaging obtained in the ER identified a suspected subdural hematoma causing spinal cord compression. The trial leads were removed, and the patient underwent surgical intervention to alleviate the compression. The physician assessed the subdural hematoma to be related to the patient preexisting comorbidities and not to the device, beyond needle entry into the epidural space. Postoperatively, the patient was reported to be stable; however, weakness persisted. The devices were not returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7253810.

Event description:
It was reported that patient experience excruciating pain in legs. It was noted that patient had a subdural hematoma. The patient underwent a trial lead removal and had a surgical procedure to alleviate the cord compression. It was noted that physician believe that the cause of the hematoma may have had a lot to do with the patient comorbidities and not related to the device or procedure beyond the needle entry into the epidural space. The patient was stable in the hospital and under observation.